Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the sheath peeled back upon attempt to enter skin. A skin neck or pre-dilation was not used. The customer was able to place the PICC with a second dilator after pre-dilating. No patient injury. Therapy was not delayed or interrupted.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges the sheath peeled back upon attempt to enter skin. A skin neck or pre-dilation was not used. The customer was able to place the PICC with a second dilator after pre-dilating. No patient injury. Therapy was not delayed or interrupted.